Manufacturer narrative:
The device was received for evaluation. During functional testing, the under infusion was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed mechanism. The mechanism requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during delivery with an unknown medication. The pump would run for hours but the bag would still be full. There was no report of patient injury or medical intervention associated with this event. No additional information is available.